Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode exhibited noise due to a suspected conductor fracture resulting in an inappropriate shock. This electrode was subsequently explanted and replaced. Due to the length of time since implant, the device was electively explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode exhibited noise due to a suspected conductor fracture resulting in an inappropriate shock. This electrode was subsequently explanted and returned for analysis. No additional adverse patient effects were reported.